Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/17/2007 to the present date 11/20/2020 and note that this device has been returned for service 3 times, 1 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
The customer reported broken/damaged barrel clamp error. No patient involvement reported.